Event description:
It was reported by service report that the head end lift hi-lo was not going down on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Control board malfunctioned.